Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or senor updating anomaly noted. Senor updating anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the first 10 boluses listed on the event date 22-jan-2024 in the pump history file. (B)(6) 2024 00:03:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) (B)(6) 2024 00:08:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2024 00:13:27.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 1500 (0.15 u) bolus amount delivered: 1500 (0.15 u) (B)(6) 2024 00:18:25.000 normal bolus delivered(220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) (B)(6) 2024 00:23:27.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed:750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2024 00:28:27.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2024 00:33:29.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 1250 (0.125 u) bolus amount delivered: 1250 (0.125 u) (B)(6) 2024 00:38:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) (B)(6) 2024 00:43:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 500 (0.05 u) bolus amount delivered: 500 (0.05 u) (B)(6) 2024 00:48:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) there were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-jan-2024 in the pump history file. 01/18/2024 04:21:00.000 alarm alert notification (40) fault number: lost sensor1 alert (780) 01/18/2024 04:31:00.000 alarm alert notification (40) fault number: lost sensor1 alert (780) 01/18/2024 04:48:00.000 alarm alert notification (40) fault number: lost sensor2 alert (781) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. No current code/category not confirmed (senor updating anomaly not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event. The customer was treated with carb intake and the customer experienced no other symptoms. Troubleshooting was not performed but it was reported that the sensor was updating. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.